Event description:
An order was received for a pt controlled analgesia (pca) pump with dosage of fentanyl. The nurse programmed the pump for 1mcg/1ml instead of the correct concentration of 50mcg/1ml. The nurse then programmed the demand doses in 0.00mcg doses- thus the pt received less than the dosage ordered (10mcg) but at much greater concentration (50:1 - not 1:1 as programmed). In the morning, another nurse gave a 20mcg bolus of fentanyl to the pt. The pca pump delivered 20ml (programmed as 1mcg/1ml) which resulted in the bolus to the pt actually in the amount of 1,000mcg.